Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that on (B)(6) 2022, intra-aortic balloon (iab) therapy was started on a patient with ventricular septal perforation (vsp). On (B)(6) 2022, as the patient had been in stable condition, iab therapy was completed. However, later on, the patient¿s condition got worse due to the patient disease. On (B)(6) 2022, a second iab was inserted in the patient and therapy was started again. It was noted that another manufacturer's sheath was used. Some time passed before the patient went into shock and hypotensive state which continued for approximately 15 minutes. Therefore, surgical intervention was performed. The patient recovered normally from anesthesia without any issues and the patient¿s condition began to improve. After a while, the patient¿s condition was gradually declined. An external pacemaker was used for the patient¿s treatment. On (B)(6) 2022, the patient expired. It was noted that the console did not generate any alarms throughout therapy. As the cause of death was unable to be determined, computed tomography (CT) was performed. The CT revealed the evidence of air embolism around celiac artery and superior mesenteric artery. There was no evidence of air embolism within the brain. This report is for the 1st iab used in this event. A separate report has been submitted under mfg report number 2248146-2022-00196 for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.